Event description:
Spontaneous report. Patient reports freedom pump is broken; mechanism that holds syringe is broke so the syringe shoots out of pump and will not stay in to administer infusion. Patient was not clinically injured due to pump malfunction. Patient is able to complete infusion, will manually push medication and contact pharmacy if any further issues. Pump is available for inspection, and will be replaced with a new pump for patient's next infusion. Serial number not provided. Indication: nonfamilial hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver.